Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins didn't work anymore and the hcp was unable to clarify the allegation further. No symptoms or further complications reported.